Event description:
Since using dreamstation patient has developed headaches and vision problems. She states she smells burning and hears sounds coming from the machine. She is not sure if there is a recall on this device but has stopped using.